Event description:
The customer stated that discrepant results were generated by the celldyn emerald analyzer on a fingerstick sample. The initial results were: wbc = 300/ul, hgb = 13.4 g/dl, rbc = 5.16x10e6/ul, platelet = 106,000/ul. The patient was redrawn (venipuncture) and sent to (B)(6) and the following results were generated: wbc = 700/ul, hgb = 5.9 g/dl, hct = 17.5%, rbc = 2.24x10e6/ul, platelet = 254,000/ul. The physician felt that the hgb result of 5.9 g/dl matched the patient's condition. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported imprecise results were generated with the cell-dyn emerald system. The customer stated that the imprecise results, collected via fingerstick, were compared to a specimen collected via venipuncture. The customer was educated by the customer technical advocate in regards to sample handling/mixing. The customer submitted three pages of data to aid with the evaluation. The customer's concern of imprecise results was confirmed, per the data provided. The data showed that the cell-dyn emerald instrument invalidated all wbc differentials with asterisks and the wbc, mcv, and plt parameters had patient or panic limit flags. The cell-dyn emerald operator's manual contains adequate instructions for the operator to follow in regards to these flags/invalidated data. It should be noted that the collection method used for the sample tested at the customer's site was a fingerstick, while a new sample collected via venipuncture, was sent to the outside lab. While the data illustrates the customer's concern, it is possible that the issue may have occurred as a result of poor mixing of the finger stick sample. It should also be noted that the cell-dyn emerald operator's manual recommends a venipuncture collection method to be utilized with the cell-dyn emerald system. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn emerald operator's manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.